Manufacturer narrative:
Patient information was unavailable from the site. Evaluation by medtronic representative determined that the issue was with the system batteries. The returned batteries were evaluated and found to not hold charge. Medtronic representative replaced the system batteries and completed a system checkout, which showed all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a procedure, the imaging system was unresponsive while taking 2d images. Upon rebooting, the images were acquired successfully. However, when the site attempted to take 3d images, the x-ray was not irradiated. Site attempted to remove imaging system from patient table, but the door did not open. After reboot, door could be opened, and the imaging system could be removed. Site proceeded with the case without use of the imaging system. Procedure was completed with no adverse effect on patient outcome.